Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4) device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the coronary artery. Following placement of a non-bsc guide catheter, a 3.00x38mm promus premier drug-eluting stent was advanced. Resistance was encountered in going through the proximal end of the guide catheter. The physician continued and attempted to deliver the stent but failed. The device was removed, however, it was noted that the stent struts were sticking up and stretched out and was still on the delivery balloon. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was okay.